Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump emitted two loss of prime warnings before changing the infusion set and cartridge. Customer technical support reviewed troubleshooting with the reporter and there was no pulling of the tubing and the cartridge cap was tight. There was no change in force or temperature. There was no power loss or alarms in the history. This report is being made due to the alleged load step malfunction issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Investigation revealed a damaged force sensor flex pin. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Correction number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.